Event description:
It was reported that the customer was hospitalized due to a severe episode of ketoacidosis resulting in a hyperglycemic coma. At the time of the event, the customer was confused and reported conflicting information. The customer reported possibly experiencing an infection with the continuous glucose monitoring (cgm) sensor; however the pump data was reviewed and it was found that the customer did not have an active cgm session on. Additionally, it was observed that the customer started receiving occlusion alarms the day prior to the hospitalization. At the time of the event, the customer did not perform any supply changes to address the occlusion. The hyperglycemic coma led to difficulties with motor skills, reading, writing, and memory due to this issue. Reportedly, at the time of the event, the customer also had tested positive for covid-19; it could not be determined whether the coma was a result of covid-19. As of (B)(6) 2022, the customer is still hospitalized and receiving treatment. Further information regarding the customer, event, and treatment plan was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.